Event description:
The customer reported non-reproducible elevated troponin I (accutni) results, within the risk stratification, for three patients involving access 2 immunoassay system. Subsequent testing of the patient's samples on an alternate access 2 immunoassay system recovered lower results, one within the risk stratification and two within the normal reference interval. The elevated results were released out of the laboratory and questioned by the physician. There was no report of patient injury or change in patient treatment associated with this event. The field service engineer (fse) assessed the unit at the facility.

Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(4) 2012 and realigned incubator belt. The fse intermittently observed large quantities of bubbles in the wash pump. The fse cleaned the wash and precision valves and replaced the wash pump seals. The fse verified troponin I precision using low level control; the precision test passed. The fse noted the wash valve intermittently had motion errors and noted the wash valve stator and rotor surface worn. The fse replaced the wash valve stator, rotor, and cap. The fse verified the main pipettor, wash arm alignments, and mixer speed to be within specifications. The fse noted the transducer voltage out of range and adjusted the voltage to 197vac +/- 3vac. The fse primed and performed system check, calibration, and quality control. The fse analyzed 10-repetition test of level 2 calibration as a sample. The unit conformed to the manufacturer's performance specifications and restored to normal operations. Wash valve stator, rotor. The customer has set 0.04 ng/ml-0.50 ng/ml as a grey zone with a critical limit of 0.50 ng/ml. The customer's quality control (qc) had been performing within specifications. The customers calibration compared acceptably to release data. The customer had a major preventive maintenance (pm) performed by the biomedical engineer on (B)(6) 2012; system check was within specifications, though it was noted the washed percent coefficient of variation (cv) was 8.56%. The biomedical engineer discovered the ultrasonic voltage was out of range and adjusted it.